Event description:
This (B) (6) study patient had a target lesion in the right internal carotid artery described as moderately calcified, moderately tortuous, eccentric and 80% stenotic. The patient was symptomatic at the time of the procedure. An angioguard rx with a 6mm basket was deployed beyond the target lesion. Per adjudication notes received 3/4/2010, during pre-stent angioplasty with an abbott balloon, the patient experienced mild to moderate bradycardia and hypotension that was responsive to atropine and phenylephrine. During deployment of an 8.0 x 30mm precise pro rx, the stent moved 15mm distally and almost missed the lesion, but the stent was implanted at the target lesion with adequate coverage. No additional intervention was necessary. The angioguard was successfully retrieved, and debris was observed in the filter basket. Final angiography showed excellent flow with mild spasm that was responsive to ntg infusion. There was 20% residual stenosis. A head CT showed no acute abnormalities. According to the investigator, the movement of the stent was due to the ¿sheath pin and pull¿ allowing for forward propulsion in the tortuous anatomy. The patient left the angiography suite without neurological deficit and was discharged six days later. Hospitalization was prolonged due to a urinary obstruction. The event of urinary obstruction was captured as a non-complaint.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00037 and 9616099-2009-01714.